Event description:
Information received by medtronic indicated that the insulin pump battery cap was broken due to loose contact. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer used a belt clip or coin to open the battery cap. The pump was intact. The customer will continue to use the device and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.